Event description:
A report was received that the patient underwent an ipg replacement. The patient had a previous surgery wherein electrocautery was used. During product analysis, it was discovered that the ipg was damaged. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the ipg passed performance test performed. The analog integrated circuit was damaged due to the use of electrocautery during the patient's heart surgery. The analog integrated circuit damage resulted in rapid battery depletion of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1, (B)(4).